Event description:
According to an abstract reported to the american association of clinical endocrinologists, (B) (6) 2010 by ankur gupta, md and marina m. Charitou, md and titled, "major discrepancy in fingerstick capillary glucose readings in a patient with finger edema", a patient with mild edema on her fingers had several instances of discrepant back to back results during her hospital stay. The abstract reports that the first set of results were 46 mg/dl and 231 mg/dl obtained on an unknown accu-chek meter at 10:17 pm. The abstract also reports that the patient was found to be unresponsive at 1:45 am with an initial glucose result of 426 mg/dl. The patient's repeat glucose readings within several minutes of each other were 24 mg/dl, 204 mg/dl, and 204 mg/dl. These were all obtained on an unknown accu-check meter. "The patient was not assumed to be hypoglycemic and all measures were taken to resuscitate the patient, but the patient remained unresponsive." The abstract reports that "a venous blood glucose drawn at that time was found to be 19 mg/dl. The patient was given 3 ampules of 50% dextrose and her mental status returned to her baseline." The authors suggest that the finger edema was "the primary reason for falsely elevated [finger stick] values. The likely explanation is that due to edema, the capillary blood was diluted with tissue fluid which lowered the hematocrit resulting in falsely elevated" finger stick glucose reading.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The abstract did not provide the strip information or medication taken by the patient. The abstract was found by a roche employee. Will not be returned to manufacturer.